Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center presented an error and the image disappeared. The issue occurred during a diagnostic bronchoscopy procedure which was completed with the same device. There were no reports of patient harm.